Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing. No unexpected alarms were noted. The motor was tested outside of the device and passed. The insulin pump was received with a small crack on the reservoir tube lip.

Event description:
It was reported the insulin pump insulin pump had issues. Customer states that there is a motor error. The blood glucose reading was 189 mg/dl. Nothing further reported.